Event description:
The customer received a questionable ferritin result for one patient sample. The initial result was 1.13 ng/ml and was reported to the patient. The repeat result was 119.8 (120) ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 176464. The expiration date was requested, but was not provided. The field service representative ran performance testing which failed. The testing was repeated and was acceptable. A specific root cause could not be identified. Based on the provided calibration and qc data, a general reagent issue was not suspected. Review of the alarm data and performance data did not indicate an issue with the analyzer.

Manufacturer narrative:
This event occurred in (B)(6).